Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number (B)(4), and no non-conformances were identified. Additional information was requested and the following was obtained: was the surgery completed successfully? No further information is available. What is the current condition of the patient? No further information is available. What was used to complete the procedure? No further information is available. How many of the total quantity were actually involved for the reported issue? No further information is available. The suture was detached from the needle easily. It was not a control release needle. Investigation summary: it was reported pull off - suture needle. One empty open labeled winding former and a needle of product code (B)(4), lot phk651 was received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. In addition, the suture was not returned for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample. Investigation summary: it was reported pull off - suture needle. Unopened samples of product code (B)(4), lot phk651 were received for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown chest/thoracic surgery on (B)(6)2020 and suture was used. During the procedure, the suture was detached from the needle easily. It was not a control release needle. There were no adverse patient consequences reported. No further information is available.